Event description:
It was reported that the pressure guidewire was inserted into the pt. The target lesion was in the distal posterior descending artery of the right coronary artery and was occluded and tortuous. The pressure guidewire did not get stuck in a lesion or to any other device. When the pressure guidewire was removed from the 2.6fr micro catheter, the pressure guidewire was found to be unraveled and stretched. Another wire was used and successfully completed the procedure. There was no pt injury and no adverse events reported and the pt was released from the hospital according to the original treatment plan.

Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. The device was returned to the MFR for investigation; however, the corresponding connector was not returned. When the device was examined by the MFR, the examination revealed approx 3.0cm of the distal end was missing. The corewire was observed to be broken/fractured at the location of the proximal indent and the internal wires were also broken. An image on record for case #(B)(4) shows the trifilar wires are twisted around the corewire, which normally lay straight along the axis of the corewire. The twisted trifilar indicates some portion of the distal wire tip had become trapped or met significant resistance and the proximal end of the wire continued to be torqued in one direction, causing the wire to twist around the core wire. If a guide wire is torqued in one direction, while the wire tip is trapped or meets resistance, the wire may eventually fail in torsional overload. The IFU for this product states in warnings section warnings: never advance, torque, or retract a guide wire which meets significant resistance. Add'l info from the customer, reported that all portions of the wire appear to be accounted for when it was removed from the micro catheter. There was no pt injury and no adverse events reported or hemodynamic instability; the pt was released from the hospital according to the original treatment plan. The MFR is further investigating this event for root cause. A supplemental report will be submitted when the investigation is completed.